Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in clinic. The patient is dependent on the device. Dizziness while at work was reported. Noise reversion with high ventricular rate showing oversensing that could be reproduced was observed on the right ventricular lead. All lead measurements were tested and stable. Programming changes were made after which the oversensing could not be seen. The patient was stable and will be reassessed at a later date. No interventions were planned.